Event description:
Reported this problem to animas months ago regarding a change in the quality of the tubing used with their insulin pump yet they are still shipping the same tubing. Have been using the pump for many years but noticed a change in the feel and stiffness of the tubing approx 9 months ago that delivers the insulin. The tubing is breaking off at the place where it dead ends at the connector which clicks into my infusion site. I now have 5 tubings that I have saved over the past four months. I have no way of knowing the tubing has broken. It happens mainly at night, the result is no insulin deliver to my infusion set in my abdomen. Two nights ago, I awoke with a blood sugar of over 500. Have no idea how long I had been without insulin. The pump does not alarm since there is still insulin in the cartridge and it thinks it is delivering. The pump only alarms if there is an occlusion but since the system is now wide open there is no low pressure alarm so insulin just infuses into the bed or onto my clothes, etc. The tubing is physically different in how it feels, the older tubing was soft and very pliable this is stiff and hard. It happens more at night, I believe because I roll over on it and it breaks. This never happened in the 15 years I have worn an insulin pump and I called animas, months ago and described the issue. They have clearly changed how the tubing is manufactured. These are by unomedical a convatec company - comfort 17 mm/23 inch - lot #5053666 is the most current but again this has been going on for over 4-6 months. Initially, I though it was just a fluke but now it's a serious issue. Each time this has occurred my blood sugars are well over 400 and it takes hours to get them down. This does irreversible damage to blood vessels, kidneys, eyes, etc.